Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain') in a 48-year-old female patient who had essure (batch no. 748469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included hair loss, thyroid disorder nos, premenopause, depression, blood cholesterol abnormal, hypothyroidism, irregular periods, mood swings, insomnia, libido decreased, energy decreased, abdominal discomfort, abdominal pain, anxious mood, low back pain and back injury. Concomitant products included fluoxetine hydrochloride (fluoxetine hcl), fluoxetine hydrochloride (prozac), levothyroxine sodium, levothyroxine since 2002, lovastatin and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine pain ("uterus pain"), abdominal pain lower ("lower abdomen area pain/abdominal pain") and abdominal pain ("abdomina, pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the menorrhagia was resolving and the vaginal haemorrhage, dyspareunia, uterine pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6)2011. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:pelvic pain, abnormal bleeding, dysmenorrhea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical records received. Outcome of event pelvic pain, menorrhagia, dysmenorrhoea were updated. Onset date of event vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain were updated. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 748469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hair loss, thyroid disorder nos, premenopause, depression, blood cholesterol abnormal, hypothyroidism, irregular periods, mood swings, insomnia, libido decreased, energy decreased, abdominal discomfort, abdominal pain, anxious mood, low back pain and back injury. Concomitant products included fluoxetine hydrochloride (fluoxetine hcl), fluoxetine hydrochloride (prozac), levothyroxine sodium, lovastatin and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterus pain"), abdominal pain lower ("lower abdomen area pain/abdominal pain") and abdominal pain ("abdomina, pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, uterine pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2010 and (B)(6) 2011. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:pelvic pain, abnormal bleeding, dysmenorrhea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical complaint. On 15-oct-2019: fu 3/4 processed together. Abdominal pain was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 748469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hair loss, thyroid disorder nos, premenopause, depression, cholesterol, hypothyroidism, irregular periods, mood swings, insomnia, libido decreased, energy decreased, abdominal discomfort, abdominal pain, anxious mood, low back pain and back injury. Concomitant products included fluoxetine hydrochloride (fluoxetine hcl), fluoxetine hydrochloride (prozac), levothyroxine sodium, lovastatin and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterus pain") and abdominal pain lower ("lower abdomen area pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, uterine pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:pelvic pain, abnormal bleeding, dysmenorrhea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet and medical record was received. Lot number were added. Previously reported event injury was replaced with new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, uterus pain, lower abdomen area pain. Reporter information, date of birth, medical history, concomitant drug, lab data, essure removal date were added. Essure insertion date were updated. Device category changed from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.